Event description:
As reported from our affiliates in canada, this was a valve-in-valve case of a 23mm sapien 3 ultra valve in aortic position by transfemoral approach within a calcified surgical valve. After successful valve implantation, a covered stent was deployed in the main access at the end of the procedure. The patient was noted to be discharged.